Event description:
It was stated that the transmitter did not blink when connected to the sensor. It was reported that during the clinical study the customer removed the sensor and noticed there was no cannula connected to the sensor. Blood glucose value was 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found bent and retracted inside the sensor base. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.